Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that upon visual inspection, a hair was noted inside the sterile packaging of the 4 fr. .035 accs vessel dilators prior to use. The product was not clinically used in a patient. There was no reported patient injury. The product was stored properly according to the IFU. The product packaging and outer box were inspected prior to opening with no damage noted. Another product was used to complete the procedure. The sterile seal was reported to not be compromised. No additional information is available.

Manufacturer narrative:
The report received from the affiliate indicated that upon visual inspection, a 'hair' was noted inside the sterile packaging of the 4 fr .035 accs vessel dilators prior to use. The product was not clinically used in a patient. There was no reported patient injury. The product was stored properly according to the IFU. The product packaging and outer box were inspected prior to opening with no damage noted. Another product was used to complete the procedure. The sterile seal was reported to not be compromised. No additional information is available. The product was returned for inspection. One non-sterile 4fr vessel dilator was received inside its open pouch. The vessel dilator exhibit a flash/residue caused by the same material of the vessel dilator. The flash was received attached to the hub at the material flow junction. No visual anomalies were found on the sterile units. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer was confirmed since a flash near to the snap ring was found (looks like a hair). The cause of this flash on the vessel dilator could be determined. However, this failure is related to the molding process of the vessel dilator and a risk assessment has been initiated to evaluate this issue on the catheter sheath introducer family.